Event description:
The account alleged the head of the bed would not lower. No pt impact.

Manufacturer narrative:
The account found that the head actuator was not seated into the control box. The account reseated the head actuator connector to resolve this issue.